Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced "respiratory insufficiency." Event onset is (B)(6) 2019 and event end date is (B)(6) 2019. The event is recorded as unlikely related to the amds device and possibly related to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-40-30, lot number 4458 (finished goods) and lot 4458 (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in germany and a participant of the protect registry study. Adverse event #1 reports a pulmonary event described as ¿respiratory insufficiency¿ with an onset date of 06oct2019 and an end date of (B)(6) 2019. Additional details from the ae form states ¿respiratory insufficiency, acute on (B)(6) 2019 with reanimation and reintubation¿. The event was documented as not expected and deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led a serious adverse due to: ¿life-threatening illness or injury¿. The patient was already hospitalized with an unknown discharge date. Medical treatment was provided and the event outcome was documented as resolved. The patient was discharged from the hospital on 22oct2019. The patient did not exit the study due to this event. Medical records provided by the protect study indicated the following pre-op diagnoses: - acute type a dissection (stanford type a) -malignant arterial hypertension with hypertensive crises and triple antihypertensive therapy the following post-op diagnoses were documented in the patient medical records: apoplectic strokes left hemiparesis, documented as currently regressing pleural effusion- documented as completely regressed atelectasis pericardial effusion- documented as completely regressed post operative pneumonia without pathogen pansinusitis tracheostomy care since 10/18/2019 temporary immobility lymphocele in left groin- documented as no indication for treatment. The CT images were provided for ae#1. The images were reviewed by an artivion representative on (B)(6) 2025 and documented the following significant finding on the artivion diagnostic imaging form ¿complaint description can be confirmed. Unlikely related to the amds¿. No additional information is forthcoming. Upon completing a review of the available information for each reported event, it is unknown whether the amds or index procedure contributed to the reported events. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿pulmonary complication (e.g. Edema, embolism, pneumonia, respiratory failure)¿ related to ae#1 is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.